Event description:
It was reported that the patient had an interstim implanted and it got infected. The ins was removed and reimplanted in her right side.

Manufacturer narrative:
Concomitant medical products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3889-28, lot# j0546699v, implanted: (B)(6) 2006. Product type: lead. (B)(4).